Manufacturer narrative:
(B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported with the use of the bd vacutainer® k2edta tube there was an issue with stopper pop off. There was no report of injury or medical intervention.